Manufacturer narrative:
Baxter received by baxter medina and evaluated the device. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a delayed keypad response. Service evaluation verified the false upstream occlusion. The cause was identified to be a failed upstream which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a false upstream occlusion. No additional information is available.